Manufacturer narrative:
This follow up MDR is created to document the corrected device information and the conclusion of the investigation. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends noted. A titan touch pump and two cylinders were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection quality accepts the physician's observations as to the reason for surgical intervention.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, infection was reported. Culture results stated no growth for two days.